Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The download history file shows on (B)(6) 2016 on 06:02:28 a normal bolus of 25.000u was programmed and 21.550u was delivered. The insulin pump suspend at 06:06:44 and then pump unsuspended at 06:09:12. Then at 06:13:37 a normal bolus of 25.000u was programmed and delivered. The total for the bolus deliveries was 46.555u. The button event file was overwritten; unable to verify if customer manually programmed the boluses. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 24 mg/dl. Customer was found unresponsive by boyfriend and 911 was called. Customer was hospitalized due to low blood glucose. Customer was treated with glucose and food. Customer was wearing insulin pump at the time of hospitalization but it was suspended. Troubleshooting was performed for low blood glucose and customer reported of being pregnant. Customer reported that insulin pump was not worn around magnetic field and customer believed that insulin pump was over delivering insulin. Customer was advised that insulin pump would need to be replaced.